Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was not displayed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the intermittent image blackout was damage to the plug unit, resulting in the image not being displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had intermittent image blackout the issue occurred during the inspection for use. There was no patient involvement.